Event description:
On (B)(6) 2021, information was received from a patient who was implanted with an implantable neurostimulator (ins) for spinal pain. The patient reported that they haven't used the stimulation in "more than 3 years" and says reason is they haven't had any back pain. The patient said that the reason for call is that they are having pain on their upper back "where the wires go into my spine". The patient said this started "about 6 months ago but its gotten worse". The patient says they have had no falls or trauma. The patient was redirected to their healthcare provider to further address the issue. There were no device issues alleged or identified. On (B)(6) 2021, additional information was received. It was reported the circumstances that led to the pain in the patient's upper back was they hit their buttocks onto a stone and then fell onto their back. Their breathe was knocked out of them and they had back pain for a week and limited range of motion. It was noted that (B)(6), a week after their fall their healthcare provider took x-rays of their back device for a checkup. The x-rays were fine. The patient had not used their device for 3 years. They retired on (B)(6) 2018 and stopped using their device for 12 hour work days. The patient had called because they had pain on top of their spine where the wires were located. The patient noted the pain was like someone was taking pins and pricking their skin on the wires. The patient had an appointment with their healthcare provider and did an exam and x-rays. The patient was not limited in any daily activities. They had pain with movement, reaching, bending, and stretching. The patient expressed that they wanted their wires and implantable neurostimulator removed. On (B)(6) 2021, additional information was received from the patient reporting that the patient responded to a letter they received and indicated that they had followed up with their healthcare provider (hcp) regarding their reported issue and were having their implant removed on (B)(6). The patient was asked if their doctor tried to get the stimulator working again and the patient stated they didn¿t want it working and wanted it removed because they didn¿t need it since it stopped working.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.